Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a radiofrequency ablation procedure when the physician attempted to remove the guidewire there was resistance. Upon removing the guidewire and catheter, there was tissue noted on the tip. The guidewire had become trapped in the catheter. The guidewire and catheter were removed and the procedure was completed. No patient complications have been reported as a result of this event. The patient is part of the (B)(6) study.

Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. Product analysis showed that the guide wire was twisted and its braiding was exposed exiting the catheter. Distally, the guide wire was lodged in place due to tissue from the patient. The reported tissue damage most likely related to the procedure and not device related. No patient complications occurred after the produce.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.